Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump. But the same malfunction alarm occurred again after this reset. The pump was replaced to resolve the issue. The customer has no backup insulin therapy currently available. Caller will reach out to hcp. There was no adverse impact to the customer¿s blood glucose level.